Event description:
It was reported that a no disposable clamp tubing alarm occurred. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. Invalid lot number provided for DHR.